Event description:
It was reported to physio-control that the customer¿s device showed a service led. The device had logged an event code and had a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to a diode, designator cr30 on the therapy pcb assembly having shorted. This diode, designator cr30 being shorted, caused the negative portion of the defibrillation waveform to be missing and the delivered energy levels to be 20-30 joules less than requested.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio-control replaced the therapy pcb assembly. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.